Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Two implants were placed in class ii bone in a complex procedure requireing bone augmentation due to a buccal dehiscence. Implant in site #3 was removed 1 month post-op. The clinician believes that a post-operative infection of the graft site was the cause of implant failure.